Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had blood glucose levels that declined to 38 mg/dl and rose to 400 mg/dl. Customer treated the high blood glucose level with a manual injection and treated the low blood glucose level with juice. Customer also requested assistance with a lost sensor alert as well as clearing a threshold suspend.